Event description:
Insert sheet and pictorial directions for mixing floseal, a baxter kit product, instructs the user to reuse a prefilled single-use sterile 0.9 percent sodium chloride syringe. The saline in the syringe is injected into a thrombin vial at that point the syringe should be discarded. The saline syringe is labeled as a single-use and is from bd. Per the bd regional manager I spoke with, this type of syringe is not sterile on the outside and comes in a cellophane wrap. Therefore, once the unsterile plunger is pushed into the barrel of the syringe, the inside of the syringe is contaminated. The floseal directions state "transfer the entire contents of the sodium chloride solution syringe in the thrombin vial. Leave the syringe attached to the vial adapter and affix the thrombin solution into the syringe now labeled "thrombin." The contents of the syringe are then ejected into a sterile cup on the surgical field. I believe this product prepared in this way is contaminated.